Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 7 mmol/l. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The pump also had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked lcd window, and missing end cap sticker.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.